Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a fiber optic failure, to fix the issue the fse replaced the fiber optic assembly and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he discovered that there was a fiber optic test failure while in service mode. There was no patient involvement, and no adverse event reported.

Event description:
N/a.